Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10/28/2020. The device evaluation was completed on 12/29/2020. The hemostatic valve was found dislodged on the hub of the device. A second closer inspection revealed small traces of glue residues on the brim cap which was evidence that the device was manufactured in accordance with the released manufacture procedures. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed, and no internal actions related to the reported complaint were identified. The issue related to the hemostatic valve dislodgement was confirmed. The root cause of the hemostatic valve dislodgement could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
On 10/23/2020, this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was received by the biosense webster inc. Product analysis lab as a wrong device product under manufacturer reference number (B)(4). Manufacturer reference number (B)(4) was assessed as not reportable for a ¿no temperature¿ issue. During the device evaluation for this wrong device product by the biosense webster, inc. Product analysis lab, it was observed on (B)(6) 2020 that the hemostatic valve was dislodged inside the hub. This issue was assessed as a MDR reportable hemostatic valve separation issue. An investigation was performed to determine if there was an existing manufacturer reference number for this wrong device received. However, no further information has been made available. Therefore, since we were unable to determine if there is an existing manufacturer reference number and the returned catheter condition has been assessed as a reportable malfunction, we have made the decision to create a related manufacturer reference number under (B)(4) to conservatively report this returned catheter condition. The awareness date for this reportable lab finding is 2/17/2020.